Event description:
It was observed that during the device evaluation, the flex video scope exhibited discoloration inside of lightguide lens and forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is...it is thought that the lens is discolored due to use stress and wear due to external factors or handling. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.